Event description:
On (B)(6) 2015, the patient was treated for biliary obstruction due to pancreatic cancer with placement of a zib6- ? -10.0-60 in common hepatic duct. No adverse events related to the procedure. Transhepatic pre-stent dilation performed. Intra stent post dilation performed. The patient experienced recurrent biliary obstruction within the study stent. (B)(6) 2017 due to tissue or tumor ingrowth. Patient presented with abdominal pain, nausea and vomiting. Intervention performed 664 days post procedure. Treatment endoscopic intervention new study stent inside study stent with antibiotics. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Biliary sepsis on (B)(6) 2019. At 1499 days post procedure. No treatment. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Patient death (B)(6) 2019. Due to primary disease progression. The reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2019, the patient died. The cause of death was primary disease progression.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 06-dec-2024.

Manufacturer narrative:
PMA/510(k)#: k182980 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4). Manufacturing records prior to distribution, all zib6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event that can occur. There is no evidence to suggest the user did not follow the IFU. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause can be attributed to patient pre-existing conditions and/or known adverse effects. From the study it is known that the patient had pancreatic cancer. As per medical advisor input the root cause could be attributed to the patient pre-existing condition which would have led to tumor ingrowth and resulting in the biliary obstruction. The vomiting and nausea may have been caused by the patients pre-existing condition as previously noted, stent occlusion, vomiting and nausea are listed as potential adverse events. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2019, the patient died. Clinical input received stated that the device did not cause or contribute to the patient death but would have been due to primary disease progression. Complaints of this nature will continue to be monitored for similar events.